Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During right hip revision procedure, the tip of the star screwdriver broke/snapped and was stuck in the screw head while taking the screw out. Burr of the head of the screw was unable to be removed and part of the screw was left in the patient. There was a surgical delay of approximately 15 minutes.this is patient's second hip revision.

Manufacturer narrative:
An event regarding an alleged fractured trident driver shaft was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned in used condition. The hexalobular driver tip is worn and distorted. Deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. No further information was requested as there is no indication the failure was related to patient factors. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there has been 1 other event for this lot. Conclusions: visual inspection revealed the hexalobular driver tip is fractured. The root cause was determined to be application of excessive force by the user.

Event description:
During right hip revision procedure, the tip of the star screwdriver broke/snapped and was stuck in the screw head while taking the screw out. Burr of the head of the screw was unable to be removed and part of the screw was left in the patient. There was a surgical delay of approximately 15 minutes. This is patient's second hip revision.